Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were failing intermittently and dropping off the bus. A field service engineer (fse) opened the back of the drawer, and the drawers were found to have four solid indicator lights. The station was shut down, and the pyxis bus cable was inspected with no visible signs of damage. The drawer was opened, inspected and confirmed that the retractor bands were found to be in good condition with no wear. Further the fse replaced both the drawer boards, and the module controller boards to resolve the issue. The drawer was then closed, and the station was powered back on into the application. Repair verification was completed by logging into the application, configuring the drawer, and having the customer inventory the drawers. All drawers and pockets were confirmed to be working properly with no further failures observed. The system functioned as intended after the field service engineer (fse) repaired the device.